Event description:
The healthcare professional reported that during a mechanical thrombectomy targeting an occlusion in internal carotid artery (ica) to treat a cerebral infarction, devices were used in accordance with their respective instructions for use (ifus). After the branchor x¿ balloon guide catheter (asahi intecc) was advanced into the ica, the 144 cm cereglide 42 catheter (nic42144c / 31766639) was inserted into the 125cm cereglide 71 catheter, direct aspiration was performed. The cereglide 42 catheter was used for the first pass without any issue but could not make contact with the thrombus. The second pass was made, and thrombus retrieval was attempted using a 5mm x 22mm embotrap iii revascularization device via the combined technique. The thrombus was successfully retrieved, but the inferior m2 remained occluded. It was reported that when the physician was preparing to use the cereglide 42 catheter toward that segment, he noticed that the proximal portion of the cereglide 42 catheter was kinked. The concomitant trevo trak® 21 microcatheter (stryker) could not be advanced but was eventually inserted using an inserter. Continuous flush was maintained; a third pass was attempted to retrieve the thrombus; the procedure was delayed by approximately 5 minutes but was successfully completed without any negative patient impact. On 20-jan-2026, additional information was received. Per the information, additional passes were planned when the damage occurred. There was no break in the material integrity at the site of the defect. The reported 5-minute delay was not considered to be clinically significant. Pre-shipment photos of the device were added to the complaint file on 28-jan-2026. The photos will be reviewed by the product analysis team.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4), information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section d.2b: procode is nry/qjp. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The pre-shipment photos of the device were reviewed by the product analysis team. The review is documented below. [Photo review]: the photos showed magnified observations performed using the microscope. A kink was observed at approximately 3.6 cm from the distal end. A kink was observed on the catheter near the ID band. The reported issue in the complaint was confirmed. This investigation was performed based only on the photo provided. An assessment will be performed as per the conditions of the device returned. A review of manufacturing documentation associated with this lot (31766639) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 19-feb-2026. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 144 cm cereglide 42 catheter was received contained in the decontamination pouch. Visual inspection was performed. Two kinks were found on the shaft of the catheter. The first at 3.5cm from the distal end of the catheter, and the second next to the ID band at the proximal end of the catheter. No additional damages were noted. The reported issue regarding the catheter being kinked was confirmed during the visual inspection. The damages found on the catheter appeared to be secondary to the difficulty while handling the device. With the limited information available, a conclusive cause cannot be determined; however, given the broad sequence of events, there is no indication that the issue reported in the complaint is related to a manufacturing issue. A review of manufacturing documentation associated with this lot (31766639) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported event, the instruction for use (IFU) contains the following precautions: do not advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Exercise care in handling the intermediate catheter to reduce the chance of accidental damage. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.